Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged exposure to moisture and blank display found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to generate power management graph due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, the xtest bootloader traces do not provide the additional information. Suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor or vibrator¿assembly noted. Force sensor zero offset within specification (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display not confirmed. However, critical pump error (open book image) alarm confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a fluid in the battery compartment. The customer reported that the they did not appear screen display. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.